Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device met specifications. Biomed stated that the work order on a device from april had not been able to complete. Device with erratic temperature asked to speak to tech support. Per follow up 1 on 07jul2021 via biomed, ran functional test and everything checked out ok. Device has been placed back in service. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device showed erratic temperature. Biomed stated that the work order on a device from april had not been able to complete. Device with erratic temperature asked to speak with tech support. Per follow up 1 on 07jul2021 via biomed, ran functional test and everything checked out ok. Device has been placed back in service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device with erratic temperature. Biomed stated that the work order on a device from april had not been able to complete. Device with erratic temperature asked to speak to tech support.